Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. During hospitalization, the patient was treated with unspecified intravenous (IV) antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Twenty days after this report was received, it was reported that on unreported date(s), the patient was treated with levaquin orally (dosage, frequency, and duration not reported) for the peritonitis event. Therapy with oral levaquin was reported to be ongoing. Approximately seven days after being hospitalized for the peritonitis event, the patient was discharged. It was reported that the patient was continuing to recover from the peritonitis event. On an unreported date, dianeal therapies were discontinued. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14d14031 and h14e23104 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.